Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer not detected on bus. A field service engineer released all cubies, ensured that the connections of the cubie tray were secure, and restarted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer not detected on bus. Customer confirmed that the malfunction occurred when user tried to issue medication to patient and there was a delay in retrieving the medication for the patient. There were no adverse events or injuries reported based on this event.